Manufacturer narrative:
Update received 07 aug 2025: patient suffered stenosis - peripheral outflow (original lesion in arteriovenous fistula). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm. Approximately 11 months post procedure patient suffe red stenosis - peripheral outflow. Patient seen for routine fistulagram which was noted with hemodynamically significant (greater than 50%) stenosis involving the peripheral outflow of the hemodialysis circuit. No evidence of hemodynamically significant stenosis involving the arterial anastomosis. Successful angioplasty with non-medtronic balloon. Hemodialysis circuit noted as ready for immediate use at end of procedure. Patient recovered.